Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer had a blank display on the insulin pump. Customer stated that their battery was running low and she replaced it but now the pump is not working. Customer's blood glucose was 8.7 mmol/l at the time of the incident. Customer stated that the screen has little scratches from wear and tear but the pump looks fine. Customer stated that she does not think that the pump has not been dropped or bumped. Customer was driving home from ottawa. Customer stated that she tried 3 new batteries but they did not work. Customer also received a low battery alert and a battery out limit alarm. Customer inserted a new battery but stated that the display did not return. Customer was advised to monitor the pump and will be shipped a replacement battery cap as a courtesy. Customer declined further troubleshooting.